Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed a spark when the surgeon activated monopolar curved scissors (mcs) instrument. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that the integrated electrosurgical unit (iesu) energy settings was set at 3. The tse could not find any related error pointing to the iesu monopolar ports in the logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive the erbe generator involved with this complaint to perform failure analysis; however, an RMA was not issued for the monopolar curved scissors (mcs) reported with failures by the customer. The erbe generator was analyzed and the reported failure could not be reproduced on erbe connected to system. The system logs showed the errors m-b0-60 and m-0b. The unit was installed onto a golden system and functioned as expected. Failure analysis did not find product issues with the returned erbe generator. The complaint was confirmed based on the field evaluation but not replicated by failure analysis. The probable root cause cannot be determined since the reported issue was not replicated during in-house testing with the erbe generator and the mcs instruments involved was not returned for failure analysis.